Event description:
It was reported that during the implant procedure, the pacemaker device was not pacing and was suspected of being out of battery. After the implanting position was changed, the device was pacing normally, but the device did not meet the customer's expectations. The physician decided not to implant the device. A new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).